Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that intermittent ventricular undersensing due to varying r-wave amplitude was observed. Lead repositioning and programming changes were recommended. No further information is available.

Event description:
New information received notes that noise and a high capture threshold were observed on the lead. The patient reported receiving multiple inappropriate high voltage therapies resulting in dizziness. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4). Device evaluation anticipated, but not yet begun